Event description:
A surgeon reported two patients with myopic surprises following intraocular lens (iol) implant surgeries with lri (limbal relaxing incisions). In a follow-up, it was reported that the event continues and it is unknown if device caused/contributed to the event. There are two medical device reports associated with these events. This report is for the second patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/15/2010, 09/20/2010, and 09/29/2010 by phone, fax, and mail. Medical records were received on (B)(4). A completed questionnaire was received on 10/08/2010. (B)(4).